Event description:
It was reported that the right atrial lead and right ventricular lead exhbited oversensing noise causing pacing inhibition and clavicular crush. It was also noted that low pacing impedance was observed on the right atrial lead. Further information was requested however, was not provided.